Event description:
The customer was vomiting and hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Later the customer called back to perform the high-pressure test and passed. Advised the customer to continue monitoring their bgs and call the help line if further assistance is needed. The customer stated that their bgs are fine.